Event description:
Veteran having pain with infusions into their port. They came in to have it checked, it was found to possibly have a pinhole leak. Patient sent for x-ray where it was determined to have been fractured. During removal attempt. The catheter end embolized moving to the heart and despite multiple attempts at removal, the patient became hemodynamically unstable and required emergent cardiothoracic surgery for removal. Right port catheter is unchanged in position from 2022 however there appears to be a fracture through the catheter in the region of the inferior right ij (overlying the posterior right fourth rib). Patient. Had poor vascular access and needed ect treatments with sedation frequently (every 2 weeks). A port was implanted (B)(6) 2016.